Event description:
It was reported that during the implant procedure, the patient's right atrial (ra) lead exhibited noise, failure to sense, and failure to capture. The physician opted to replace the lead during the procedure. The patient was stable.

Manufacturer narrative:
The reported events of noise, failure to capture, and failure to sense were not confirmed. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.